Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller stated that they had a note from another MRI facility that indicated that the patient¿s implanted device was not functional. The caller did not have any other information about the issue with the device. There were no patient symptoms reported and no complications reported.